Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation before use. No pt complications were reported.

Manufacturer narrative:
The catheter was returned and evaluated. Examination revealed that the balloon latex was not attached to the catheter body at both distal and proximal bond areas. It appeared that the balloon latex was insufficiently bonded.